Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event ((B)(4)).

Event description:
It was reported that patient underwent a retrograde nailing procedure utilizing a connecting bolt on (B)(6) 2015. During the procedure, the nail would not engage with the connecting bolt. The nail would only advance one and a half to two threads when it was being attempted for implantation into a very tight femur. Therefore, the targeting jig and connecting bolt were not used and the surgeon implemented the freehand technique to complete the procedure. There was a delay of forty-five minutes as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Based on device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The associated jig and nail used in this procedure were not returned with the connecting bolt so it is impossible to verify the complaint. However, the complaint states that the connecting bolt has been used many times previously and the threads are undamaged. Based on these results the complaint is considered non-verifiable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.